Event description:
It was reported that a patient presented in clinic for follow-up. A battery longevity data anomaly was observed after a recent software update on the programmer. The battery voltage on (B)(6) 2016 check was slightly lower then on (B)(6) 2017 check. This was due to an additional check on (B)(6) 2016 that depressed the battery voltage. There were no adverse consequences to the patient. The patient would be monitored.